Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The evaluation of the provided logs confirms the reported failure. The ventilator was investigated by our field service engineer on site. The failure was found to be due to the membrane of the inspiratory pipe being contaminated with dirt. The problem was solved by cleaning and reassembling the inspiratory pipe. In addition, it turned out that filters with holders were missing and therefore new ones were installed. The device passed all tests and calibrations and is approved for clinical use. The root cause of why the membrane in the inspiratory pipe was contaminated with dirt cannot be determined by this investigation.